Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A caregiver reported that a low scan of 100 mg/dl was received on the sensor when compared to a healthcare professional (hcp) meter result of 500 mg/dl. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. It was further reported that the customer "felt bad" and had contact with an hcp who administered rapid insulin for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.